Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed with test guardian 3 link and test plug simulator. Unit communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. Insulin pump sensor feature and auto mode connection are working properly. Calibrated sensor on low alert settings and device alarm low alert properly during testing. No sensor anomalies were noted.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not alert. The customer¿s blood glucose was 58 mg/dl. The customer's sensor glucose was 57 mg/dl. The insulin pump failed self-test. The insulin pump will be returned for analysis.